Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump is not delivering. Customer checked blood glucose and continued going high. The customer's blood glucose was 320mg/dl-539mg/dl; treated with insulin pen. Customer stated they were in the emergency due to high blood glucose. The customer's blood glucose at the time of emergency visit was 428mg/dl. Customer had diabetes ketoacidosis. Customer was treated with IV fluids and insulin. The customer was wearing the insulin pump at the time of emergency visit. Customer declined troubleshooting at this moment. Customer treated with 10 units from insulin pen and his blood glucose is still going up.